Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was unable to be returned for investigation.

Event description:
It was reported that the screw broke during malar osteosynthesis. As a consequence, another screw has been put in place.